Event description:
It was reported that at 1:30am and 3:00am, the pump alarmed again (pump starts beeping very loudly and then runs, but after a while the pump stops running and then displays 'non disposable '). Patient detached the cassette off, pushed up and down the flow stop mechanism and re-attached the cassette. At the time the cassette was detached, it seems 2 air bubbles were present in the line, next to the white plastic support leg of the pump. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.